Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a severely calcified anterior tibial artery. After a guidewire was crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 6 atmospheres for 8 seconds, the balloon ruptured. The device was removed and the procedure was completed with a new noncompliant balloon catheter. No patient complications were reported.